Event description:
It was reported that the patient went to the hospital after hearing a patient alert. The right ventricular (rv) lead had showed short v-v intervals and noise. The rv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and save to disk review revealed a lead integrity alert triggered, there were 2 - patient alerts for lead failure predictor on (B)(6) 2012 and (B)(6) 2012, sensing - oversensing, 1 - ventricular non-sustained tachycardia (nst) =210 ms on (B)(6) 2012, 4 - lfp high rate-ns <= 217 ms average v-cycle between (B)(6) 2012 and (B)(6) 2012, sensing - interference/noise, and ventricular short interval count v-sic=30.7 counts average/day, in 1.08 days, between (B)(6) 2012 and (B)(6) 2012.